Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. The even history log was reviewed and there was no evidence of the reported issue. Functional testing and visual inspection were performed and the reported issue was able to be confirmed. During testing, the device was found to be alarming and beeping with no error message. It was found to be part of the device's normal start up sound. Therefore, there was no fault found with the pump.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited beeping/alarm with no error message. No adverse effects were reported.